Manufacturer narrative:
Blank display due to corroded electronic assembly. No heating up noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had overheating the battery and change the battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.